Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8, and meets all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study (B)(6), subject ID (B)(6), patient (B)(6). A health care professional reported that a patient experienced mild elevated intraocular pressure in the left eye after pars plana vitrectomy with membrane peeling, heavy water, photocoagulation, fluid gas exchange, intraocular drug injection and gas injection (c3f8). The patient was given medical treatment. Current outcome is "no change". Pfp lot number 406405 was initially provided, but the follow up details in the report state that the lot was updated to 406501 on 26 may 2025.